Event description:
Reportable based on device analysis completed on 06-apr- 2015. It was reported that the balloon did not inflate. The target lesion was located in a coronary artery. A 24 x 2.75mm rebel stent was advanced to the lesion. An attempt was done to deploy the stent however the stent delivery system (sds) balloon did not inflate. The sds balloon was again inflated at 11 atmospheres however the balloon still did not inflate. The procedure was completed using another stent. No patient complications were reported and the patient¿s status was fine. However, returned device analysis revealed partial deployment of stent.

Manufacturer narrative:
(B)(4). Returned product consisted of a rebel stent delivery system (sds) with stent. There was contrast in the inflation lumen. Microscopic examination revealed that there were numerous kinks throughout the hypotube and shafts of the device. The outer shaft was stretched/inflated 0.5mm ¿ 2.5cm proximal of the bi-component weld. The inner shaft was stretched proximal of the bi-component weld. The inner shaft was separated 0.25mm distal of the bi-component weld. The separated end of the inner appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. At the end of the separated inner the shaft was buckled and stretched. Microscopic examination revealed that the balloon was tightly folded with the stent between the markerbands; however, the balloon cones and ends of the stent were partially inflated. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the balloon was not inflated. Microscopic examination presented to damage or irregularities to the manifold of the device. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).